Manufacturer narrative:
Per patient's surgeon, the patient's date of death is (B) (6) 2010.(B) (4): implanted device remains.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(4), 2010. According to the complainant, during the procedure, after the radial jaw 3 single-use biopsy forcep device was fed down the scope it was noticed that the head of the device was bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the surgeon, the patient went into cardiac arrest while in the recovery room following cochlear implant surgery. The patient is currently on life support. A serial eeg shows no brain activity. The physician reported no complications during the surgery. A further investigation determined that all pre-operative and intra-operative medications were within the reccommended dosing per kilogram of bodyweight. Pre-operative urinalysis, EKG, and chest x-ray were within normal limits. Post-resuscitation EKG results revealed no abnormalities. A CT scan showed no evidence of implant-related intracranial complications.